Event description:
It was reported that during a low anterior resection (lar), the circular stapler anvil split into two parts upon stapler removal and the dome detached from the legs. It was reported that the disengaged component pieces fell into the patient cavity and the detached dome was manually retrieved transanally, with all pieces reported as retrieved. The anastomosis was reported to look good and the donuts were reported as intact, and no x-ray was needed to locate components. The surgical procedure was prolonged by approximately 30 minutes. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.